Event description:
It was reported that during testing conducted at the user facility the chuck of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
Upon disassembly the service technician determined that the press fit between the chuck and driveshaft had failed. The device was discarded by the manufacturer.

Event description:
It was reported that during testing conducted at the user facility the chuck of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.